Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by (B)(4) technology center site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a laser assisted cataract surgery an anterior capsule tear occurred that extended to the posterior capsule. The surgeon had to implant a three piece intraocular lens (iol).